Event description:
It was reported that during a procedure, the arm cart assembly (aca) failed to function properly after successful system startup, ca libration, and placement confirmation. Upon camera insertion into the trocar, the aca displayed an error message, became unresponsive, and could not be moved. Multiple calibration attempts were unsuccessful, even after unbraking, unplugging, and replugging the arm. Possible causes such as stuck buttons were checked without resolving the issue. The procedure was converted to laparoscopy due to this failure. There was no patient injury.

Manufacturer narrative:
H2) correction: d1 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Evaluation of the logs indicated that arm cart assembly 4 experienced a potentiometer issues on robotic arm joint 2, triggering an error code for 'subsystem robotic assembly validation - redundant position sensing check. An error code for 'joint position sensor: mismatch primary / secondary during calibration - robotic arm potentiometer two channel redundancy check - calibration' was also observed to have occurred on robotic arm joint 2 multiple times. An attempt was made to restart the arm cart, but this was followed by multiple calibration failures. Review of the field service notes indicated that the brooming script was performed to resolve the potentiometer redundancy issues and the arm cart has been put back into service. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a component design issue. The tip of the wiper can dig into the resistive encoder track which abrades and displaces material. Repeated motion over a specific and fixed range builds up the abraded material in locations at the end of travel and in the center of the track when the motion pauses. This issue was made more likely to occur by inadequate heat staking of the wipers. This causes a mismatch due to potentiometer peaks, which can cause the arm cart assembly to become non-functional. A process improvement was implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, arm cart assembly (aca) failed to function properly after successful system startup, calibration, and placement confirmation. Upon camera insertion into the trocar, the aca displayed an error message, became unresponsive, and could not be moved. Multiple calibration attempts were unsuccessful, even after unbraking, unplugging, and replugging the arm. Possible causes such as stuck buttons were checked without resolving the issue. The procedure was converted to laparoscopy due to this failure. The sus (start-up-specialist) team was unable to retrieve system logs. There was no patient injury.